Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty removing the lock line appears to be related to the reported knot on the lock line. However, a cause for the reported knot cannot be determined. The issue with the clip locking mechanism and subsequent clip actuation issue appear to be related to the difficulty removing the lock line. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, when removing the lock line (ll), it was noted the clip locking mechanism was not working therefore the clip could not be opened. An attempt was made to remove the ll however it could not be removed. The cds was removed, leaving the ll protruding from the steerable guide catheter (sgc). A knot was noted on one end of the line therefore the ll was pulled from one side and was able to be completely removed. The clip was stable on the leaflets with no damage noted. Another clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.